Event description:
I ordered masks from a company called (B)(6) ((B)(6)) and on their website they say their masks are "FDA approved" and "FDA certified". However, the masks I received were not labeled in any way - I received them in a clear plastic bag with no manufacturing info, lot number or any other information. FDA safety report ID# (B)(4).